Event description:
Zeineddine, h. A., lopez-rivera, v., conner, c. R., sheriff, f. G., choi, p. A., inam, m. E., cochran, j., & chen, p. R. (2020). Embolization of carotid-cavernous fistulas: a technical note on simultaneous balloon protection of the internal carotid artery. Journal of clinical neuroscience, 78, 389¿392. Https://doi.org/10.1016/j.jocn.2020.04.015. Medtronic review of the literature article found retrospective review of 25 consecutive cases in which patients underwent carotid-cavernous fistula (ccf) embolization between (B)(6) 2013 and (B)(6) 2018. 12/25 patients were female and the median patient age was 40 years. In the procedures, coils and/or onyx-34 were delivered to the cavernous sinus (cs) with a 30mm x 5mm hyperglide balloon inflated within the cavernous internal carotid artery (ica) segment. There were no reported device malfunctions. No complications were seen during the procedure or in the immediate postoperative period. On follow-up, 2 cases presented a recurrence, one due to unspecified technical difficulty and the other related to an undetected vascular injury. In both cases the presence of a minimal residual fistula was noted at the time of initial treatment. Retreatment with coils and onyx-34 was performed in both cases, with required ica sacrifice in one case. After reintervention, the residual fistula was able to be successfully treated in both cases.

Manufacturer narrative:
A2. Reported patient age is the median age of all patients included in study group. A3. Reported patient sex (male) is representative of the majority (13/25) patient included in the study. Of the retreated patients, one was female and one was male. B4. Date article was accepted for publication is used for reported event date. Associated with MDR #: 2029214-2023-01697. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.